Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to an infection. Reportedly, the patient had experienced fever and swelling when presented to the hospital. Upon examination a vegetation on the rv lead was noted. There was no additional adverse patient effects were reported. This lead was explanted. Due to the limited information received, further follow-up to obtain related details was not possible.